Event description:
The customer reported that the vent and sucker lines were reversed within the customized perfusion pack 9015r2. The tubing pack was used during the case and no pt complications were noted.